Event description:
It was reported that (2) er320 were used during a laparoscopic hernia repair procedure. It was reported by the rep that the (2) er320 did not "close during pre-peritoneal repair". A third device was used to finish the case. There was no consequence to pt.